Manufacturer narrative:
A getinge field service engineer (fse) checked the machine and found that there was no issue with the machine, but with the external accessory (pressure cable) was faulty. The customer purchased the new pressure cable from a third party. After performing and passing full function checks and finding the device working to factory specs, the fse released the device to the customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) units pressure waveform is not coming. There was no patient involvement.